Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Caller reports the ins only worked for a few years, caller reports physician explanted the lead and left ins in placed, 2009-2010 timeframe. Caller does not recall the physician. Caller reports she had multiple MRI scans in the past and had no issue. Caller reports she needs MRI of back and MRI center would not do the scan.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 3778-45 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2007; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.